Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an alarm when device is turned on. Additionally, the patient alleged sinus infection/irritation. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Device evaluation information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging alarm when device is turned on. Additionally, the patient alleges sinus infection/irritation. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed using a known good power supply and power cable, pil verified the base unit provided airflow. Exterior investigation: there is unknown dust/dirt contamination present on all surfaces of the base unit. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. There is unknown dust contaminate behind the ui knob. Interior investigation: there is unknown debris in the tracks of the ui panel. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. Manufacturer confirmed no presence of degraded sound abatement foam using a fitt. During the evaluation zero errors were observed. Manufacturer is unable to directly address the symptoms outlined in the complaint. Manufacturer can confirm that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. Manufacturer can confirm the presence of contamination in the airpath. Box d and h were updated in this report.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an alarm when device is turned on. Additionally, the patient alleges sinus infection/irritation. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.